Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic robotic procedure the device was fired and it did not firing sequence. The blade would not retract and all of the staples did not form. Additional stapling was required. It is not known if the procedure was completed with this device and there were no patient consequences reported.